Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the battery wont take a charge and wont show up on the monitor. Here was no reported patient involvement.